Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number11 states, "wear and/or deformation of articulating surfaces." Device discarded by hospital.

Event description:
Patient underwent total knee arthroplasty and approximately 4 years post-implantation was revised due to tibial bearing wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent total knee arthroplasty and approximately 12 years post-implantation was revised due to tibial bearing wear.